Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family/friend reported via phone, customer noticed the insulin pump had a crack on the screen and it alarmed unexpected restart. Customer's blood glucose was unknown. Customer's friend/family declined troubleshooting and replacing the device since customer had another insulin pump. The device is not returning for further analysis.